Manufacturer narrative:
D10 concomitant products: sig power sigpshell control shell - sigpshell, lot# unknown sig power sigphandle handle - sigphandle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy, the connection of the shell and adapter was loose. When opening and closing the cartridge, the adapter came off the handle, this occurred twice. It was also reported that the adapter removal button was stiff and did not click into place. Another adapter was used with the same shell and handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. It was reported that the device has loose connection from shell adapter and it has sluggish button. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of universal asynchronous receiver-transmitter (uart) communications error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.